Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that a patient with a 27mm valve implanted was admitted for valve replacement after an implant duration of approximately 7 years and 3 months due to unknown reasons. No other information was provided.

Manufacturer narrative:
Reference CAPA-20-00141.